Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported that they received a letter about the insulin pump. She stated that they had issues with the bolus and that it was not delivering the correct amount. She stated that the doctor told them to override the bolus amount if it was incorrect. No blood glucose reading was given. Nothing further was reported.